Event description:
Revision of right total knee replacement. Right tibia subsided and loose after knee replacement approximately 5.5 years ago. Pt reported right knee pain, discomfort and inability to bear weight. Primary date of surgery was (B)(6) 2007. This event was reported by the hospital in medwatch report no (B)(4).

Manufacturer narrative:
Devices were not returned to MFR for eval.